Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant was failed due to patient bone condition. The implant was placed at #35. Traditional 2 stage. Moderate oral hygiene.